Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, battery cap damage, and keypad contamination and damage. This report is made based on results of the investigation performed on 03/10/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: investigation revealed the display screen was dim and discolored. The battery cap top was worn. The keypad was found to be peeling. Evaluation revealed the contrast keypad button was unresponsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).